Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during a bile duct dilation procedure performed on march 30, 2020. According to the complainant, prior the procedure, the balloon was attempted to be inflated; however, a pinhole-shaped hole was noticed. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. No damage found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole over the ro marker in the proximal section on the body of the balloon. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the device interaction with the scope, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label, as the balloon was pre-inflated.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during a bile duct dilation procedure performed on (B)(6) 2020. According to the complainant, prior the procedure, the balloon was attempted to be inflated; however, a pinhole-shaped hole was noticed. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.